Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with device being stuck in preparing to prime loop. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer declined to troubleshoot for the highs. The customer states the device would keep filling even after it was prompted to stop. The customer was advised the pump would be replaced and retuned for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump primed properly. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.